Event description:
The customer reported that the system was not booting and the right monitor had gone out.

Manufacturer narrative:
(B) (4). The ge service rep inspected the power cable. The cable has been worn out and required a new one. He replaced the power cable and powered up the system, the system powered up successfully.